Event description:
It was reported that a novum iq large volume pump under-infused during delivery in the neuroscience intensive care unit. The 250cc bolus only delivered 15 ml. The rate was set to 999 with 240 ml total to give. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6(update codes) and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.